Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's battery was replaced. There was no reported patient involvement.

Manufacturer narrative:
It was clarified the customer was contacting philips requesting a battery replacement. Information as to why the customer was requesting a replacement battery was not provided. Philips provided a quote to the customer for this replacement.